Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall and exhibited low amplitude, low impedance and loss of capture. Patient went to emergency room feeling diaphragmatic stimulation. Lead was revised and patient had hypotension during procedure, after difficulty to position on 4 attempts, the lead was then finally repositioned. No additional adverse patient effects were reported.